Event description:
Per nursing, upon preparation and administration of im injection, the plunger would not move for injection after having been drawn up with the medication, resulting in product and syringe being wasted. New supply obtained from provider and administered to pt. Defective supply returned to provider pharmacy. Syringe malfunction.